Event description:
Guidewire passed through sphincterotome. Difficult cannulation. Wire removed from sphincterotome and noted that the wire was sheared. It was noted on fluoroscopy that part of the wire was present in the patient. Attempted to remove wire unsuccessfully. Another guidewire was used to perform the procedure with a new sphincterotome.